Event description:
Ref. Imp# (B)(4).

Manufacturer narrative:
Document review: versafitcup cc hc pe liner: ref. (B)(4) / lot 132329 ((B)(4) liners produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already sold without any other similar incident. Quadra h cementless femoral stem size 3 lat (k082792): ref. (B)(4) / lot 122033 ((B)(4) stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. Cocr femoral head 32 m (k072857): ref. (B)(4) / lot 132890 ((B)(4) heads produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) heads belonging to this lot have been already sold without any other similar incident. Versafitcup cc trio no holes shell (k122911): ref. (B)(4) / lot 125751 ((B)(4) shells produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Fifty five heads belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidence that the infection is device related.